Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has experienced anxiety and fatigue since 2017. A recent hospital examination revealed that the patient's heart rate was sometimes measured below the programmed lower rate, which may have caused the patient's symptoms. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.